Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and cardiovascular event and subsequently expired on or about (B)(6) 2013, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR numbers: 1225714-2013-03693, 1225714-2013-03694, 1225714-2013-03695 and 1225714-2013-03696.